Event description:
It was reported that blood was leaking from the arterial side of the filter during an extended cvvh dialysis treatment. The leak occurred approximately 36 hours into treatment. The amount of blood loss was estimated at 150cc. Although pt information was requested, it was not provided by the reporter. No medical intervention was required.

Manufacturer narrative:
Evaluation of the returned cartridge confirmed a leak occurred in the arterial cap on the filter. The crack noted at the endcap was most likely caused by stress or fatigue. Retained samples from the same filter lot were subjected to mechanical stress testing. All samples passed acceptance criteria. Review of device records revealed that the lot of cap components met all specification requirements. There is no evidence to suggest that a manufacturing defect occurred. The cause of the filter crack appears to be due to a random component failure, most likely caused by exposure of the filter to high pressures over an extended period of time, possibly from clotting that may have occurred in the arterial header of the filter, which led to a loss in filter integrity and the resultant leak. There was no patient injury as a result of this event. The user's guide contains the following warning "the risk of clotting increases during long treatments, when blood flow stops, and when no anticoagulation is used. Failure to respond to clotting may expose the blood circuit and filter to blood leak or hemolysis. The risk is highest in long hemodialysis treatments, especially when no anticoagulation is used. Failure to respond to clotting may expose the blood circuit and filter to sustained high pressures leading to a possible filter blood leak or hemolysis. The risk is highest in long hemodialysis treatments, especially when no anticoagulation is used. Always closely monitor for clotting through visual inspection and periodic flushing of the filter, and monitor the filter closely for any evidence of a leak." The device labeling is appropriate for the safe and effective use of the product.